Event description:
The MFR received info alleging an issue with the ventilator's power cord. There was no harm or injury reported.

Manufacturer narrative:
The power cord was evaluated by the manufacturer's engineering department and the customer's complaint was confirmed. The power cord was found to have an intermittent connection. The device's ac power cord was replaced to address the issue.